Event description:
On (B)(6) 2024 I spoke with philips trilogy 100 ventilator technical support who advised there are preset alarms on the internal memory of the unit that cannot be disabled and would be triggered by an event such as a patient who stopped breathing. The patient, my mother, was connected to the trilogy 100 and stopped breathing in her apartment and died on (B)(6) 2023. The private duty aides with her were unaware she stopped breathing since there was no audible alarm. If an audible alarm was triggered, emergency response would have been called and my mother would have been transported to the hospital. When I arrived at my mother's apartment I discovered she was still connected to the trilogy 100 and had died. There was no alarm and I checked the event log and no alarm was in the log of the machine. A week after my mother died, when the dme(durable medical equipment) supplier respiratory therapist came to pickup the trilogy unit, I asked the respiratory therapist whether the sd card in the trilogy 100 would indicate when my mother stopped breathing. I was advised the sd card would only have 24 hour averages, not specific points in time. On (B)(6) 2024 philips trilogy technical support advised the internal memory of the machine would in fact record the time a patient stopped breathing, but only phillips would be able to download the information and the unit must be returned to philips for analysis. Since the trilogy 100 unit was rented from rotech, the dme supplier, it probably was sent back out to another customer. Philips said the unit must be sent back to them since they are the only ones able to download data from the internal memory and determine whether there is a fault in the programming that may effect this and other trilogy 100 units. I have been trying to contact rotech to determine where the unit currently is, but may need assistance of the FDA or philips to get the unit exchanged with the current customer and shipped back to philips for analysis. I will follow-up with rotech, the dme supplier, to determine whether the trilogy 100 unit can be located and sent back to philips for evaluation. If the FDA would be involved in attempting to locate and ship the unit back to philips, please advise.